Event description:
It was reported that there were deep scratches on the insulin pump screen, in the center. The customer's blood glucose level was not known. Customer stated the screen was getting harder to read. It was advised to discontinue use of the device and to revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product back to be analyzed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.